Manufacturer narrative:
Initial reporter address: (B)(6). Device manufacture date - the lot was manufactured between january 19-20, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional leak testing was performed, and no issues were noted. Based on the evaluation finding, the infusor device was determined to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The location of the leak was described as the, ¿blue part¿. This issue was discovered at the drug storehouse prior to patient use. There was no patient involvement. No additional information is available.